Event description:
The sheath snapped when md pushed down on pt's skin. Fill volume 300 ml.

Manufacturer narrative:
The information contained herein is based on the info provided by the initial reporter. The broken sheath from this incident was reported as available, but has not yet been rec'd. Additional info on the incident has been requested. This complaint is under investigation.